Event description:
Textured saline implants inserted (B)(6) 1999. Diagnosed with a rare form of breast cancer (metaplastic, triple negative) (B)(6) 2021. Received chemotherapy and had a bilateral mastectomy (B)(6) 2022. Copious amounts of mold found in the implant on the same side as the cancer. The noncancerous side had radial scarring and non-mass enhancement seen with MRI. In 2006 I had difficulty conceiving. I was diagnosed with an autoimmune response attacking my ovaries. I also have a video of the mold swirling around in the implant. I was told the implants were being sent to pathology. I believe they are mentor. FDA safety report ID# (B)(4).